Manufacturer narrative:
As per the confirmation received via good faith effort, this case is found duplicate of (B)(4). Thus please refer to emdr report(MFR report number: 3030677-2024-01300) for further details.

Manufacturer narrative:
Reporting address line 1: (B)(6), reporter city: , reporting address state: , reporting address postal: , reporting institution phone: , reporter phone: . A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating the device had power failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.